Event description:
A surgeon reported that an intraocular lens (iol) was implanted in the sulcus due to weak zonules of the capsular bag. On the first postoperative day, the iol was observed to have decentered. Directions for use (dfu) indicate this device for capsular fixation only.